Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon polymer fill of the aortic body graft, the physician encountered difficulties cannulating the contralateral gate and was successful using a brachial approach. The ipsilateral and contralateral limbs were deployed without incident and the aneurysm was successfully excluded with no patient sequelae.